Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low flow alarms. A specific cause could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The controller event log file captured events from (B)(6) 2025 through (B)(6) 2024. Continuous low flow alarms were active throughout the duration of the file. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Additionaly, it addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the heartmate 3 lvas patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the clinic was unable to determine a cause of the drop in flow, there was no technical defect with the controller, although it is not in use after exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a sudden drop in flow and low flow alarm. Patient was being monitored in the intensive care unit (ICU) with catecholamine therapy. Circulation was stable. Ventricular assist device (vad) coordinator confirmed the flow drop. On echocardiogram (echo), the patient had a good ejection fraction (ef) and sufficient flow into both the vad and the outflow graft. The rpm was reduced to test whether the patient's ef was sufficient to turn off the vad system. The mean arterial pressure (map) decreased, so the vad was set to the initial rmp. The patient passed away on (B)(6) 2025. Due to patient privacy laws the managing hospital would not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome.